Manufacturer narrative:
Correction of the catalog/material number from 36744 to 367344.

Manufacturer narrative:
Date of event: unknown. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for luer separation with the incident lot was not observed. Testing and evaluation of the customer samples was performed and all samples met the required specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples, the customer¿s indicated failure mode for luer separation with the incident lot was not observed as all samples met the required specifications. Based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications.

Event description:
It was reported during use that the bd vacutainer® winged safety pbbcs with 12 in. Tubing 21 g x .75 in had the backend needle/leur adapter pop off after tightening. No serious injury or medical intervention noted.